Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was unknown. The customer did not provide details on symptoms related to the high blood glucose levels. However, customer was treated with the insulin pump. Customer stated that the scroll bar was not moving with no input. Customer also stated that the insulin pump had power loss alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No device problem found. Keypad unresponsive/button error alarm, low battery alert less than 1 week not confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.